Manufacturer narrative:
The device was not returned to olympus, and is not expected to be returned for evaluation of the reported issue. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that water was abnormally leaking from the gastrointestinal videoscope's filter installation port when the oer-6 (olympus endoscope reprocessor) water filter was being replaced. Additionally, it was discovered that the water filter had not been replaced since it was delivered. There was no report of patient harm. This report is linked to the following patient identifiers: (B)(6).

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the filter not being replaced was due to the user¿s misuse since replacement of the water was not correctly implemented. The event can be detected/prevented by following the instructions for use which state: ¿ instructions, operation manual for oer-6 chapter 7 ¿routine maintenance¿ section 7.3 ¿replacing the water filter (maj-2317)¿. The replacement frequency of the water filter was recommended in the instruction manual to be at least once in two months periodically as a guide.¿ olympus will continue to monitor field performance for this device.